Event description:
It was reported that the patient's catheter migrated. The patient underwent a catheter revision. No patient symptoms or outcome was reported. The patient's pump contained bupivacaine and clonidine. Additional info has been requested, but was not available as of the date of this report.